Event description:
The customer contact reported charring on the back of the pump. The pump was returned to the biomedical engineering dept with a note that stated, "biomed please check wire outlet; smoked" and a report that there was sparking inside the plastic retainer at the female end of the ac power cord. No specific pt info, pump programming, or event details were provided. During testing at the user facility, charring was noted on the back of the pump near where the female end of the pump plugs into the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)